Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have a broken input disk. The grip input disk axis # 7 is completely detached/broken from the housing. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. The missing wheel was not returned with the instrument. Other backend components adjacent to the broken inputs do not show damage. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8mm large hem o lok doesn't clip. The procedure was completed with no reported injury.